Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a known non-cardiac surgical procedure the patients implantable pulse generator (ipg) had triggered an alert for undefined pacing impedance. It was thought the use of cautery during the procedure may have caused the undefined impedance readings. It was noted the device had been programmed to an asynchronous pacing mode during the surgical procedure. Manual impedances were conducted post the procedure and impedance levels were within the normal, expected range. The device remains in use. No patient complications have been reported as a result of this event.